Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's native valve had a 87.1mm perimeter. The patient's non-coronary cusp (ncc) appeared to be lower than the left coronary cusp (lcc). Pre-dilation was performed with a 26mm non-abbott balloon. The valve was implanted. The final implant depth was approximately 2-4mm from the ncc. Post-procedure a mild to moderate perivalvular leak and a regurgitant jet towards the mitral valve was detected. The patient presented with shortness of breath. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl), dyspnea, and mitral regurgitation (mr) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott national product trainer. Based on all available information, a cause for the reported pvl could not be conclusively determined. The reported dyspnea appears to be a cascading event of the pvl. A cause for the reported mr could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 26mm non-abbott balloon. The valve was implanted. Post-procedure a mild to moderate perivalvular leak and a regurgitant jet towards the mitral valve was detected. The patient presented with shortness of breath. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.